Manufacturer narrative:
H10: multiple attempts have been made on 16nov2023, 05dec2023, and 14dec2023 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen isn't working properly and giving bad touch error message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for a touchscreen for replacement. The investigation is ongoing.